Event description:
It was reported that a patient had pain in the tailbone area approximately two weeks after being implanted with the ipg. The physician removed a seroma from where the leads were implanted and also gave the patient a pain injection in the area. The physician did not believe that the pain was related to the device. The patient was reportedly doing well after treatment.

Manufacturer narrative:
Patient weight not available. Device remains implanted in patient. Additional suspect device components involved in the event: model: sc-2138-50 description: linear lead (phase iiia), 50cm model sc-2138-50 description: linear lead (phase iiia), 50cm this is a final report.